Event description:
It was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years, 8 months due to endocarditis and severe structural deterioration of the aortic valve. Per the op report, this patient required a permanent pacemaker for heart block and chronic atrial fibrillation status post implant of the subject device. She subsequently developed infection of her degenerating aortic and mitral prostheses, with very high gradients and severe regurgitation. The aortic valve was noted to be degenerated and calcified completely. After explantation of the device, the severely calcified annulus was debrided and another edwards bioprosthetic valve was implanted. Patient was weaned from cardiopulmonary bypass without difficulty. The patient was noted to have tolerated the procedure surprisingly well. Tee at the end of the case showed 0 perivalvular leaks. Aortic valve gradient was 18. There was good lv and rv function.

Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the op report documents implantation of a permanent pacemaker status post implantation of the subject device. At the time of this operation, the pacemaker leads were also noted to be infected. Although the root cause of this event cannot be confirmed, it is possible that the pacemaker procedure may have caused or contributed to the patient's infected aortic valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.